Manufacturer narrative:
Device analysis: the product was returned to boston scientific for analysis. No components were sent back for analysis except for the delivery wire. The perforations were broken. The proximal couple showed no damage. Inspection of the remainder of the device revealed no damage or irregularities. The complaint was not confirmed for failure to separate since the coil was implanted.

Event description:
It was reported that the deployed coil extended into a non-intended location, which interfered with subsequent planned stent graft placement. An embold fibered 10x50 was selected for use in the endovascular aneurysm repair procedure. The target lesion was an abdominal aortic aneurysm located in the internal iliac. The internal iliac bone was embolized with preoperative embolism. The lesion was accessed via a contralateral approach from the upper and lower glute of the right internal iliac to the internal iliac aneurysm entry site. The embold delivery system was advanced through a breakthrough 2 marker microcatheter. When the embold coil was at the aneurysm entry, the coil did not release, despite the couplers being advanced past the microcatheter tip. The proximal release perforation was not broken. After advancing and retracting the coil several times, it eventually detached, but a portion of the coil protruded into the common iliac bifurcation, outside of the intended deployment site. The protruding portion of the coil interfered with subsequent planned stent graft placement. However, the stent graft was eventually successfully placed. There was no reported patient injury.

Event description:
It was reported that the deployed coil extended into a non-intended location, which interfered with subsequent planned stent graft placement. An embold fibered 10x50 was selected for use in the endovascular aneurysm repair procedure. The target lesion was an abdominal aortic aneurysm located in the internal iliac. The internal iliac bone was embolized with preoperative embolism. The lesion was accessed via a contralateral approach from the upper and lower glute of the right internal iliac to the internal iliac aneurysm entry site. The embold delivery system was advanced through a breakthrough 2 marker microcatheter. When the embold coil was at the aneurysm entry, the coil did not release, despite the couplers being advanced past the microcatheter tip. The proximal release perforation was not broken. After advancing and retracting the coil several times, it eventually detached, but a portion of the coil protruded into the common iliac bifurcation, outside of the intended deployment site. The protruding portion of the coil interfered with subsequent planned stent graft placement. However, the stent graft was eventually successfully placed. There was no reported patient injury.